Event description:
It was reported that a review of the latitude nxt s-ICD alert management tool by a boston scientific remote clinical specialist revealed the battery of this subcutaneous implantable cardioverter defibrillator (s-ICD) appeared to be depleting at a faster rate than expected. It was noted there was a treated episode recently, which might explain the 1 percent drop in estimated remaining battery longevity within three days. The local area field representative was notified of this finding and advised to reach out to the responsible physician in order to closely monitor this device via the latitude remote patient monitoring system. No adverse patient effects were reported.

Manufacturer narrative:
This device remains implanted; therefore, technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident. If information is provided in the future, a supplemental report will be issued.